Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unrelated to the device procedure rv lead was partially removed. The inner coil detached from the distal electrode. The rest of the lead was explanted. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.